Manufacturer narrative:
Expiration date unknown. Lot number unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, the cap was deformed on one of the tubes.